Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in a stored untreated episodes and an inappropriate shock. Device data was sent to rhythmcare for review. Data review discussed causes of the inappropriate therapy and provided programming options to mitigate further inappropriate therapy. The device was tested in clinic and automatic setup was performed with both alternate and primary vectors passing. After rhythmcare review, the physician elected to keep the device programmed to the primary vector. This device remains in service. No adverse patient effects were reported.